Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the insulin pump had delivered insulin without programming. Troubleshooting for delivery anomaly was performed. The customer's blood glucose at the time of the incident was 217mg/dl and was 247mg// at the time of the call. The customer's parent stated that there was an unexpected bolus. The parent stated that the insulin pump delivered 9.05 units of a 12 units bolus on its own. The insulin pump's bolus history was reviewed and it was found that there was a user entry of 12 units that stopped at 9.05 units. The customer did not experience any symptoms of blood glucose and was actually dropping according to the parent. If was not possible to review button presses during troubleshooting and it was indicated that the insulin pump will be replaced due to possible delivery anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit was programmed with a 2.0 u/h basal rate and monitored 3 days. Several bolus were also delivered. Unit delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly noted during monitoring period. Unit was downloaded and all bolus delivered were found at the carelink report. No back light anomaly noted. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, scratched reservoir tube window and stained end cap sticker. The insulin pump passed the delivery accuracy test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.